Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone (5.0 mg/ml at 2.4794 mg/day) via an implantable infusion pump. The patient's pertinent medical history included a lumbar surgery. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported a motor stall occurred on (B)(6) 2013 at 10:58 and a motor stall recovery occurred on (B)(6) 2013 at 19:50. The logs also indicated a motor stall occurred on (B)(6) 2013 at 11:03 and a motor stall recovery occurred on (B)(6) 2013 at 11:55. No further information was provided. Follow-up was being conducted to obtain symptoms experienced related to the motor stalls, troubleshooting performed, actions/interventions taken, and cause of the motor stalls. If additional information is received, a follow-up report will be sent.